Event description:
Reportedly, the eea was used to create an anastomosis. The anastomosis was checked and there was a leak. They had to redo the anastomsis and when the dr removed the staples at the spot of the leak, you could see that they were not fully formed. They had to open the patient and redo the anastomosis with other staplers. They had to do a temporary colostomy to make sure everything heals ok.